Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, there have been repeated disruptions in serum testing for hepatitis serology due to inadequately centrifuged gel residues in the serum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation. Upon review poor barrier separation was observed; no additive abnormality or erroneous results were observed in the photos. Complaints for sample quality were not under statistical control for the month of february 2026, additional testing was performed. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Further investigation could not be concluded for ER (unknown, hepatitis serology) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes additive abnormality and erroneous results (unknown hepatitis serology). This complaint has been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, there have been repeated disruptions in serum testing for hepatitis serology due to inadequately centrifuged gel residues in the serum. No adverse impact was reported regarding the patient or user.